Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11th june 2025, it was reported by an arthrex's employee via email that for 3 units of ar-4501, meniscal cinch¿ ii, both the implants were set but the suture broke while using the knot pusher. The same issue happened for all 3 units of ar-4501. This was detected during a meniscus repair surgery on (B)(6) 2025. The case was completed successfully by using another brand products. There was no patient harm, and no secondary procedure required.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device. According to the surgical technique meniscal cinch¿ ii technique lt1-00134-en_a, 4a. Advance the button completely to deploy the first implant. 4b. Retract the button until it locks in place flush with the adjacent button. 5. Advance the second implant into the needle tip by pushing the second button forward to the raised indicator. Note: rotating the needle slot away from the first implant and penetrating the meniscus can sever the suture. 6a. Advance the needle through the meniscus by pushing the entire handpiece forward until the desired depth is reached. Advance the button past the indicator to the end point to deploy the second implant. 6b. Retract the button until it locks in place flush with the adjacent button.